Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked and unreadable. Customer¿s blood glucose level was 96 mg/dl. Back up insulin therapy was not available; tandem technical support followed-up and customer had received the pump and was able to resume insulin therapy.